Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the main body of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2011; 7122 lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. The presence of a lead removal wire prevented electrical continuity testing. Visual continuity inspection was limited to the area of the conductor visible only with non-destructive testing.